Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. The ok keypad button was unresponsive during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and moisture was observed on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.